Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported "aseptic loosening of femoral component".

Event description:
It has been reported "aseptic loosening of femoral component".

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, distal femur replacement, femoral stem was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinical review: the implant in situ was for mets distal femoral replacement, the date of insertion was unknown. The surgeon reported aseptic loosening of the femoral stem. The x-ray images provided show radiolucent line along the femoral stem between the cement mantle and cortical bone. The femoral bone has undergone some remodelling and the cortex was thin. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: a prescription form received and the following was reported "aseptic loosening of femoral component". Also mentioned in the notes section: "I want to retain the tibial component of the mets cfr. Revise the femoral component but add on an additional sideplate to increase rotational stability. Current femoral component is small bod with 30lgex 13>8x150mm stem." No further information was provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.